Event description:
The reporter stated that he did back to back blood glucose tests, within minutes of each test, using different fingersticks and strips. His results were 25 and 195 mg/dl. He did not have any symptoms. The reporter wasn't sure if he got enough blood on the strip for the first test. No control solution was available for testing. On followup, the reporter feels his meter is working fine. The lifescan rep reviewed qc, cleaning the meter, and reviewed how to do control testing with the reporter.